Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during initial testing. However, the device was put through extensive testing including bench handling, power cycling and defib functional stress test without duplicating the report. The analog board was replaced and scrapped as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.